Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, when the lead was connected to the device, the device did not sense anything, neither detect impedances. When the lead was analyzed by an analyzer, it worked. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.